Event description:
The customer stated that the micro drill medium straight attachment is overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The event for heat was confirmed by the technician through disassembly and visual inspection. The device failed for heat due to corrosion and debris affecting the components including the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
The customer stated that the micro drill medium straight attachment is overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.